Event description:
Caller reported a malfunction on the pump, but there were no notable events leading up to it. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse effect on their levels. A malfunction code was displayed but was resettable, and technical support provided assistance in resetting the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to call back if the issue occurred again.